Manufacturer narrative:
Test strip lot # 1020215082 expiration date: 2017/03. Control solution lot number none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called in concerned about low bg readings this morning. (B)(6) 2015 at 4:34 am bg 82 - ate clam chowder after, at 5:38 am bg 94, at 6:03 am bg 118, at 6:21 am bg 107 - per the consumer, she ate 2 glucose tabs based on this result to help raise her blood glucose level. At 6:44 am bg 109. During the call to customer support, it was revealed that the consumer did perform a control solution test for integrity before use their initial test strips as instructed in our directions for use, however, the consumer used competitor's brand, (B)(4). While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strips to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.